Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency department for a worsening driveline infection on (B)(6) 2022. No alarms or issues with the ventricular assist device (vad) were noted. The patient had symptoms of fever and sepsis. A computed tomography (CT) scan showed evidence of infection and pseudomonas sensitivities. The infection was treated with intravenous (IV) ceftazidime 2g twice a day for 14 days from (B)(6) 2022 to (B)(6) 2022. This was discontinued on (B)(6) 2022, when they were put on cipro 500 mg twice a day through (B)(6) 2022. The treatment did not fully resolve the issue and the patient had a follow up appointment scheduled for (B)(6) 2022. The patient also had a follow up scheduled for (B)(6) 2022.

Manufacturer narrative:
The onset of the patient's driveline infection is reported in MFR #2916596-2022-15419. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also experienced purulent, foul-smelling drainage from the exit site and generalized fatigue. Pseudomonas was grown on the cultures. Blood cultures on (B)(6)2022 were negative. Computed tomography of the chest and abdomen on (B)(6) 2022 showed phlegmon extending into the mediastinum. The patient was started on zosyn and vancomycin on (B)(6) 2022 then changed to ceftazidime on (B)(6) 2022. The patient had sepsis due to recurrent driveline infection. There were no plans for suppressive antibiotics due to prior resistant isolates.